Event description:
On nov 08, 2018 linkbio complaints team was provided with all the complaint details regarding the revision surgery conducted on (B)(6) 2018 to explant a dislocated connection component (catalog # 16-2840/02, sn # (B)(4)) that was implanted into the patient on (B)(6) 2018. The defective connection component was replaced with a new connection component during the revision surgery (catalog # 16-2840/02, sn # (B)(4)).

Manufacturer narrative:
Corrected this report to include a4: 252 lbs and change b4: from 11/08/2018 to 10/31/2018.

Event description:
On nov 08, 2018 linkbio complaints team was provided with all the complaint details regarding the revision surgery conducted on (B)(6) 2018 to explant a dislocated connection component (catalog # 16-2840/02, sn # (B)(4)) that was implanted into the patient on (B)(6) 2018. The defective connection component was replaced with a new connection component during the revision surgery (catalog # 16-2840/02, sn # (B)(4)).